Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the right atrial lead exhibited noise. Programming changes were made. The patient was stable throughout.

Event description:
New information received stated that the atrial noise noted on the merlin.net transmission occurred on (B)(6) 2019. After programming adjustments, the noise persisted but the physician elected to continue to monitor the lead until lead revision can be performed. On (B)(6) 2019, the patient presented in clinic with lead noise and pacing at 2.7%. The patient condition was noted to be stable and no changes were made.